Event description:
A report was received that the patient was having perineal pain and spasms since the implant. The physician believed the new pain since implant was related to the entry point of the lead and stenosis in the epidural space. The patient underwent a revision wherein the leads were replaced. The patient was reportedly doing well postoperatively. There were no device related malfunction.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.